Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited pacing inhibition due to oversensing of the minute ventilation sensor. The pacing inhibition resulted in syncope. The system was reprogrammed and remains in service. The right ventricular lead is a competitor product. No additional adverse patient effects were reported.